Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl; due to needing settings adjustment. Customer attempted to address their bg by consuming carbohydrates; however was later taken to the ER and was given peanut butter and crackers and two meals were ordered and patient was observed until bg level stabilized. Systems check with tandem technical support confirmed the pump is functioning as intended.